Event description:
Oil/grease leaked from a brand new stryker total performance system sagittal saw shaft being used during a back surgery on a pt. This was the first time the tps had been used. Infectious disease consultants were asked to follow pt during hospitalization to watch for signs or symptoms of infection.